Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00079 on 23-october-2018. Additional information (25-october-2018): updated to include the sid (B)(6) assigned for the 2nd repeat result. It also includes the following: sample ID (B)(6) are different sample tubes (aliquots) from the same patient draw.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that bubbles were present in the fluidic lines and there were no error messages. Siemens investigated the instrument logs and concluded that there were no sample or reagent level senses or mechanical issues that would cause the discordant result. Only one test aspirated from sid (B)(6) and the presence of bubbles in the sample tube cannot be determined. A siemens customer service engineer(cse) was dispatched to the customer site. The cse replaced the sample and reagent probe, reconfigured the sample and reagent pipettors. The customer has not reported a recurrence after cse service the instrument. The cause of a false negative allergy specific ige (spe) result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false negative allergy specific ige (spe) result was obtained on the immulite 2000 xpi instrument. The initial result was reported and questioned by the physician(s). The customer used the same instrument and performed repeat testing in duplicate. The repeated results were higher, and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely negative allergy specific ige patient results.